Manufacturer narrative:
The sample associated to this report is expected to be returned for analysis.

Event description:
Customer states: prior to use on a pt during pre-test a doctor confirmed the tracheal cuff would not be deflated after the successful inflation. No pt involvement.